Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (calcified lesion with 80% stenosis). Material deformation. Evaluation conclusion: known inherent risk of procedure (stent deformation) 50 device failure/lack of effectiveness related to patient condition (calcified lesion with 80% stenosis). (B)(4).

Event description:
An attempt was made to treat a calcified lesion with 80% stenosis in the lad using an endeavor resolute drug eluting stent. Device was inspected prior to use with no issues noted. While advancing the device to the target lesion, it was noted that the device could not cross the lesion. Device was returned to the manufacturing site for evaluation and confirmed damage to the stent. Device analysis: multiple struts from the 9th proximal stent segment were raised and pulled distally. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).